Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the premature deployment could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6x80mm absolute pro self-expanding stent (sess) was found to be deployed inside the sterile packaging. Reportedly the stent was predeployed, exposed, not totally opened. The handle was found unlocked. The device was not used and there was no patient involvement. A 6x100mm absolute pro was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.